Event description:
The customer reported being hospitalized for kidney infection and high blood glucose. The customer stated that she felt sick and was vomiting. The blood glucose reading 600mg/dl. Troubleshooting was performed. Reviewed the programming and history on the insulin pump and they were correct. Ran a fixed prime test and the insulin exit. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.